Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs, rebooting, replacing the hard drives and motherboard. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.